Event description:
The customer reported that during an lavh, the device would not seal even though an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure. There was no bleeding. No further information was provided by the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow up report will be submitted.